Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping and inability to open the clip. It was reported that during preparation, after successfully performing the final arm angle test, the clip was attempted to be opened; however, the clip jumped open to 180 degrees. The clip was closed again, but after performing the final arm angle test, the clip did not open at all. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip delivery system (cds) was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. The reported clip jumping, and inability to open the clip were not confirmed via returned device analysis. The review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. A review of the complaint history identified no other incident reported from this lot. Based on available information a without a confirmed failure mode, a definitive cause for the reported clip jumping and clip open inability could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.